Event description:
On (B)(6) 2012, customer reported that approximately 10ml of fluid was found on the catch/drip tray below the blood sampling valve (bsv) of the lh750 instrument. Customer stated that they cleaned the fluid leak. Customer stated that they could not locate the source of the leak, but suspected the bsv. Customer cancelled the service call and stated that no further leaks occurred after cleaning the leak and the instrument was operating properly. No injuries were reported and no erroneous patient results were reported.

Manufacturer narrative:
Customer cancelled service. (B)(4).